Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 300 mg/dl and a correction bolus was delivered to address bg. As the contact did not have pump at the time of the report, tandem technical support was unable to perform a pump system check. Upon follow up, customer reported pump was functioning as intended and there was no further issues.